Event description:
During prep, of the ablation catheter, the splines would not open properly. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).